Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure for updated programming options and magnetic resonance imaging (MRI) capability. The patient was doing well postoperatively, and the explanted device was not returned.